Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on oct 03, 2024, with lot number 3443518. Based on the product analysis performed, the assessments of the complaints are: deflation: two observed openings device assessed as surgical damage. As per the investigation procedure fluids was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician observed "multiple small holes evident" during surgery.

Event description:
Healthcare professional reported "deflation". This record is for a right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.